Event description:
Anchor broke/crumbled when tapping into the bone and pieces remain in the pt. Dr completed repair with arthrex 3.0mm anchor.

Manufacturer narrative:
Device is not being returned for eval. (B) (4)